Event description:
Surgeon reported patient states she saw streaks of light following cataract surgery with intraocular lens (iol) placement. Additional information was received. The iol was explanted and replaced with a different lens model.

Manufacturer narrative:
The product was returned for analysis. Evaluation results are pending. Product history record review indicated the product met release criteria. No similar reports associated with this lot of product.